Event description:
It was reported that during the routine device replacement, this right ventricular (rv) lead exhibited increased pacing threshold measurements and high, out-of-range pacing impedance measurements of greater than 2500 ohms. It was noted the rise in pacing impedances was gradual, and the shock impedance measurements were within normal range. This lead was surgically abandoned and a new rv lead was implanted with the new implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported due to the lead replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.